Manufacturer narrative:
Device 13 of 20 e1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The end user reported that she experienced decreased wear time with her last two boxes since wafers had starter holes were off centered. She also reported that normal wear time was six days but she had to change after every three days. The product was used by patient. No photograph is available at this time.